Event description:
It was reported that there was a hole in the probe cover, noticed pre operation. No patient injury or infection was reported.

Manufacturer narrative:
Corrected part number from pc1292pan to pc1292.

Event description:
It was reported that there was a hole in the probe cover, noticed pre operation. No patient injury or infection was reported.